Event description:
Customer reportedly rec'd the following results within 10 minutes on the same device: 84 mg/dl, 51 mg/dl, 40 mg/dl, and 50 mg/dl. No high or low blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.